Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a leak; subsequently, blood loss was noted. The option-lok male adapter of a primary tubing set was connected to the female adapter of the extension set. The male adapter of the extension was connected to the pt's access site. The extension set was being used to deliver an unspecified medication at an unspecified rate. After an unspecified length of time in use, it was reported that the nurse connected a 3ml luer lock syringe to the distal clave y-site of the extension set to deliver an unspecified concentration of fentanyl. After the delivery was complete and the syringe was disconnected, leakage of solution and blood was noted from the clave y-site. The volume of blood loss was not specified. The extension set was disconnected from the pt and the option-lok male adapter of the primary tubing set was connected to the pt's access site. The therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.